Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 75 mg/dl after being treated, and 100 mg/dl at the time of the call. The customer was given sugar and intravenous glucose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer stated their job had magnetic fields and they received motor arm cannot communicate with the main arm and critical block and inverse critical block did not add to zero alarms. The customer got a hardware low level failures alarm during a self test. Troubleshooting was completed but did not resolve the issue. The customer mentioned pump physical damage. The customer had other lows on (B)(6) 2018. The insulin pump will returned for analysis.

Manufacturer narrative:
(B)(4). The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.

Event description:
The initial report and or supplemental report had the incorrect aware date. The correct aware date is (B)(4) 2018.